Manufacturer narrative:
(B)(6) this device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the user of a medex¿ c-fusor® pressure infusor "connected it with another commonly used device in the hospital which had led to an error". The user took the disassembled pressure bulb of the device and mistakenly attached it to a patient's infusion set. After the user connected the pressure bulb to an infusion set, the patient received an air embolism and went into cardiac arrest. The staff attempted one hour of cardiopulmonary resuscitation with no response. The patient expired.